Manufacturer narrative:
Results: the catd was kinked approximately 39.5 cm from the hub. Conclusions: evaluation of the returned catd confirmed that the catheter was kinked. If the catd is forcefully mishandled during use, damage such as a kink may occur. During the functional test, the catd was connected to a demonstration aspiration tubing, canister, and pump. The pump was powered on and fluid was aspirated into the canister. Penumbra catheters are visually inspected during in-process inspection and during quality after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. Additional 510(k)#s that also apply to this complaint: k160533; k161523.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system catd aspiration catheter (catd). During the procedure, while performing aspiration, the physician noticed under fluoroscopy that the distal end of the catd kinked and was no longer aspirating the clot. Therefore, the catd was removed. The procedure was completed using another catd. There was no report of an adverse effect to the patient.